Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose around 20 mg/dl. The customer's blood glucose was 200 mg/dl at the time of call. The customer's spouse stated that they treated the low blood glucose with food and glucose tablets. The customer's spouse reported that the drive support cap was sticking out then they pushed the drive support cap back in. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.